Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 423 mg/dl at the time of the incident and was treated with manual injection. The customer reported that the basal rates were programmed accurately. The customer reported that they felt okay for troubleshooting. The customer sated that they pulled the quickset off the needle and was unusable, following which the blood glucose increased to over 400 mg/dl. The customer stated that insulin exited at the quick release. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.